Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6).

Event description:
It was reported the series 50 xm fetal/maternal monitor does not alarm audibly. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
Philips remote service engineer (rse) informed the customer the series 50 xm fetal/maternal monitor reached the end of support (eos) status on 31 december 2013. Philips remote service engineer (rse) informed the customer they are no longer able to provide service and/or sent parts for the device.